Event description:
A report was received that a recently implanted patient underwent an explant due to infection at pocket site. The patient's symptoms were pus and redness at the pocket site and there were two ends of the incision that were open. In addition, the patient could not feel stimulation and had high impedances on the lead. The patient was given oral keflex and other antibiotics. The physician suspects that the infection was related to the sutures. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50 serial: (B)(4), description: artisan surgical lead, 50cm. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a recently implanted patient underwent an explant due to infection at pocket site. The patient's symptoms were pus and redness at the pocket site and there were two ends of the incision that were open. In addition, the patient could not feel stimulation and had high impedances on the lead. The patient was given oral keflex and other antibiotics. The physician suspects that the infection was related to the sutures. The patient is reportedly doing well following the procedure.